Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery for tibial shaft fracture with the protection sleeve. The surgeon ordered tna for tibial shaft fracture. The surgeon inserted a multi-hole guidewire sleeve long under the patella to create an entry. After creating the entry, the surgeon attempted to insert the protection sleeve, but because the pf joint was narrow, he managed to insert it by pushing it in with his hands. When drilling with a fenestration drill, the metal inside the compressed protection sleeve met the drill, causing the protection sleeve to break. The sales rep informed the surgeon that rotating the cutting edge within the sleeve would further damage the internal metal. The surgeon carefully reamed while making sure that the tip of the reamer was inside the bone. Before inserting the nail, the surgeon removed the protection sleeve and, after confirming that there was no internal metal in the body, inserted the nail without the sleeve. The surgery was completed successfully within 30 minutes' surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to j&j medtech orthopaedics, however photo were provided for review. The photo investigation revealed the protection sleeve f/nails ø8-11 flex lon found to be deformed and broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the protection sleeve f/nails ø8-11 flex lon would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part:03.043.033s lot:10376482 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date: 20 feb 2024 expiration date: 01 feb 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.